Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020- 01805. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. The subject device was sent to olympus france. (Ofr). Ofr checked the subject device and found that the elevator wire stopper was broken. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause has been unknown. According to the broken surface of the elevator wire stopper of reported issue and the previous similar complaints, there was the possibility that this phenomenon was attributed to metal fatigue and forcible handling. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject tjf-q180 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc will investigate the subject tjf-q180 to determine the cause of this phenomenon when omsc will receive it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the tjf-q180, the forceps elevator mechanism of the subject device did not work normally. There was no report of the patient¿s injury regarding this event. There was no report other than above. The subject device was sent to olympus france. (Ofr). Ofr checked the subject device and found that the elevator wire stopper was broken.